Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted due to replacement of the tricuspid valve.

Event description:
It was reported that the right ventricular (rv) lead was restricting movement of the anterior leaflet. The patient also developed complete heart block and severe tricuspid valve regurgitation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.